Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable and error code b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as the video cable is broken, error b30 occurs and therefore no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited image has wrong colour. Red colours are turning green. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited image has wrong colour. Red colours are turning green. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.